Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material remained at the forceps elevator by incomplete reprocessing due to leak of the el-connector. The event can be prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection. Q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to deformation of the electrical connector, water tightness was lost; the adhesive on the distal sheath was detached; the distal sheath was discolored; the connecting tube had a wrinkle; the light guide cover glass had a dent; the "s" cylinder had a dent; the forceps channel port was shaved; the angulation on the knob had play and was out of specification; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was found to have air/water leakage. The customer¿s technician found a leak from the electrical connector at the time of reprocessing. Additionally, during the device's olympus physical evaluation, leakage was found between the video cable connector and water resistance cap. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material was found on the forceps elevator component. The substance was unknown and yellowish/brown in color due to insufficient cleaning. This report is to capture the reportable malfunction of the foreign material on the forceps elevator noted at estimation.